Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration features demonstrating there was power to the pump. The display screen remained blank on start-up due to a non-power-related issue; investigation determined the screen was blank due to a failed (cracked) eeprom inside the pump. A blank display screen can be interpreted by the user as the pump being without power. Investigation did not duplicate the complaint of no power.